Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that there was a large dent on the side and multiple tool marks on the front and back of the device case. All sealplugs are intact and all setscrews move freely. The maximum charge time while implanted was 30.425 seconds. Elective replacement indicator (eri) was not declared while implanted. End of life (eol) was declared with a charge time of 30.425 seconds at a monitoring voltage of 2.73 volts. Eol was declared without eri. Pacing, sensing, and shocking functions were verified per bench top testing. The device and battery behavior match that of units that reach eri/eol prematurely due to a higher than expected cell impedance increase.

Event description:
Boston scientific received information that this pacemaker was returned for analysis. There is no information to indicate that an allegation has been made against the device.